Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 348 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl. Customer experienced chest pain, diffuculty breathing and nausea. Hospital treated with IV drip. Customer stated that the insulin pump was not delivering the insulin correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.